Event description:
Vocare bladder system implantable components no longer functioning. User reported problems started in 10/2002 after they suffered a seatbelt injury during a care accident. Then in 2003 when they were stretching contractures their leg something came loose. CT scan showed fat lifted up from hip tissue and implant out of pocket. Pt suffering skin irritation around implant site with the implant being close to the skin surface and folding when they try to bend, also experiencing muscle spasm in legs and back. User will be evaluated when this can be arranged with their insurance but could take several mos.